Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11 . The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: screen goes completely black a root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction is traced to component failure. The screen returned to normal when the ultrasound (u-plug) unit and analog to digital (ad) cable were replaced. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had b30 scope communication error and noise on the screen. The event had occurred during inspection for use. There were no reports of patient involvement.